Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the stenoscope system locked up and would not fluoro during a case. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.